Event description:
The core impaction drill was sent in for evaluation due to overheating during a wisdom tooth extraction procedure. No adverse event was reported. The procedure was completed with a readily available replacement device without any procedure delay.

Manufacturer narrative:
The motor cartridge and the spindle housing were corroded.